Event description:
It was reported that the asymptomatic patient presented to the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. After a service software download, normal function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.